Event description:
This is filed to report an atrial perforation. It was reported that roughly one year ago, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. One clip was successfully implanted, reducing mr to an unknown grade. Roughly one year later, the patient returned to the hospital. Echocardiography was performed and showed mr had increased to 3. The clip remained stable on the leaflets and the physician attributed the recurrent mr to progression of disease. On (B)(6) 2023, a second mitraclip procedure was performed. An atrial septal defect was observed and that was used to access the mitral valve. One clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because no device/lot information was provided. Based on the limited information provided, a cause for perforation could not be determined. Perforation is listed in the mitraclip system instructions for use (IFU) as a possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.